Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door there was fluid leaking from the cassette door. She was advised to contact her pd nurse. The set was not retained for evaluation. During follow up the patient's caregiver reported that the patient was fine. She did not have signs of infection. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.